Manufacturer narrative:
The event date is unknown. Therefore, the first day of the year has been entered for date of event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported the valve started to leak mid procedure. They replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed with a 10-minute delay. There was no patient consequences. Additional information received indicated the hemostatic valve kept sucking air in instead of aspirating. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal.

Manufacturer narrative:
On 13-jun-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the hemostatic valve was leaking. It was reported the valve started to leak mid procedure. They replaced carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the procedure was completed with a 10-minute delay. There was no patient consequences. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and backpressure test of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. Visual analysis revealed no damage or anomalies on the sheath and the dilator. Per the event, flow and pressure tests were performed per bwi procedures, and no issues were observed. Values were observed within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).